Event description:
It was reported that a device parameter error was observed on a unify quadra device. Nominal settings were restored and the device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.